Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. On (B)(6) 2015 a write to locked random access memory (ram) power on reset (por) occurred. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) device experienced an electrical reset. The reset was cleared and the device parameters were restored. The device remains in use. No patient complications have been reported as a result of this event.